Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 17-sep-2021: the event occurring during bench test. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found some scratches on the lcd lens screen. The customer stated problem was duplicated. There was a cassette not attached properly error alarm when a disposable cassette was attached for testing. Event history log was reviewed and the error was found multiple times. Dso (downstream occlusion) sensor was defective and not operating as intended so it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant cassette not attached properly alarm when the cassette was attached. No adverse effects were reported.